Manufacturer narrative:
This is a follow-up submission as the customer analyzer was returned. Slight corrosion was observed in the battery compartment but would not align with the description of the event by the customer as an "explosion." The returned analyzer did not overheat at any point during the investigation. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that their cardiochek plus analyzer "began to overheat and the battery exploded." There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the device has not yet been returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that their cardiochek plus analyzer "began to overheat and the battery exploded." There were no allegations of patient/user harm. There were no allegations of incorrect results.